Event description:
It was reported that during coil embolization procedure, as the detachment of the subject coil was performed, the patient groaned in pain. The patient was under conscious sedation (midazolam and fentanyl). More medication was administered, and the procedure was continued and completed with other coils. The current patient condition is ok.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during a mma (middle meningeal artery) embolization with the patient under conscious sedation the physician noted that the patient felt pain during the detachment of the first coil. The nurse administered more medication and the procedure was completed with target coils, with the subsequent coils aligned with the coil marker only half way across the microcatheter proximal marker. The patient did not feel any of the 5 subsequent coil detachments. The reported patient complication is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to the reported event 'patient complications.'

Event description:
It was reported that during coil embolization procedure, as the detachment of the subject coil was performed, the patient groaned in pain. The patient was under conscious sedation (midazolam and fentanyl). More medication was administered, and the procedure was continued and completed with other coils. The current patient condition is ok.